Manufacturer narrative:
Date of event estimated. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient had signs of infection at the battery pocket site. The patient infection cleared with oral antibiotics. No further intervention planned.